Event description:
Caller reported compact plus system blood glucose results of 275 mg/dl, 164 mg/dl, and 120 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.